Manufacturer narrative:
(B)(4). This report is being submitted to relay on initial information and investigation results. Multiple MDR reports were filed for this event, please see associated reports: 3007963827-2017-00006, 0002648920-2017-00682. Concomitant medical products: femur cemented posterior stabilized (ps) narrow left size 11 catalog#: 42500007001 lot#: 62716523; articular surface fixed bearing posterior stabilized (ps) left 12 mm height catalog# 42512400812 lot# 62783622; all poly patella cemented 35 mm diameter catalog#: 42540000035 lot#: 62793063. Reported event was confirmed by x-ray review and surgical records. Review of x-rays indicate the loosening of the tibial component and periprosthetic lucency surrounding the tibial stem. The photos showed femoral component, tibial component and articular surface. A photo of the femoral and tibial component shows that bone cement is still attached to it. All the parts, femur, tibia and articular surface, are still covered with blood and bloody tissue, which prevent further evaluation of these components. Device history record was reviewed and no discrepancies relevant to the reported event were found. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that a patient underwent a revision surgery approximately 2 years post primary surgery, due to pain and loosening. During the revision, the femoral component, articular surface and tibial were revised. Attempts have been made and additional information on the reported event is unavailable.